Event description:
It was reported that the patient experienced skin erosion, pocket necrosis, and pocket pain. The patient had revision to replace the ins with a smaller battery and move it to a new pocket location. It was noted that therapy was good. It was also noted that steroid treatment for multiple myeloma was contributing to the problem according to the hcp. There were no patient symptoms or injuries related to the replacement.

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead, product ID 3777-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 3550-39, lot# n294195, serial#, implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).